Event description:
Rn was inserting the 18g autoguard for large bore IV access; inserted without difficulty. However, when the nurse pressed the needle retract button on the side, the IV catheter came apart from the green hub and retracted back with the needle. There was no harm to the patient or healthcare provider.

Event description:
Rn was inserting the 18g autoguard for large bore IV access; inserted without difficulty. However, when the nurse pressed the needle retract button on the side, the IV catheter came apart from the green hub and retracted back with the needle. There was no harm to the patient or healthcare provider.